Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-11977. It was reported that the patient presented remotely. Review of the remote transmissions revealed rv oversensing alert. The right ventricular (rv) lead exhibited loss of capture and high pacing impedance. The patient is pacing dependent and was brought to the clinic on (B)(6) 2020. Device interrogation revealed, the right atrial (ra) lead exhibited high impedance, oversensing of noise that inappropriately triggered automatic mode switch (ams), and high capture thresholds. Chest x-ray confirmed that both the ra and rv leads were fractured due to clavicular crush. On (B)(6) 2020, the rv lead and ra lead were capped and only the rv lead was replaced due to patient experiencing permanent atrial arrhythmia. The patient was in stable condition.